Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the plan from the neurosurgeon is that they will likely place the paddle lead back to its original position so the lead is more midline inside the epidural space. No further information was reported.

Manufacturer narrative:
Correction to event description: information omitted in previous report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient went in for an adjustment where it would go upwards a month or so ago. The patient said they had x-ray done 2 months ago and discovered a lead shifted so they couldn't adjust. The patient stated they went in again on (B)(6) 2019 and they adjusted again because healthcare professional wanted to try again. The patient stated the stimulation had been on the right side for a while. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 10-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's spinal cord stimulator (scs) lead as migrated as verified from the patient's thoracic x-ray images. A referral to neurosurgery has been made to discuss surgical intervention with the patient. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient went in for an adjustment where it would go upwards a month or so ago. The patient said they had x-ray done 2 months ago and discovered a lead shifted so they couldn't adjust. The patient stated they went in again on (B)(6) 2019 and they adjusted again because healthcare professional wanted to try again. No further complications were reported.